Event description:
There was an allegation of questionable lithium results from the electrolyte analyzer w/o starterkit 9180. Patient 1: the initial result was 0 mmol/l. The repeat result using a new electrode (lot 31260347) was 0.90 mmol/l. The sample was repeated in an external laboratory, and the result was 0.93 mmol/l. On (B)(6) 2026 using electrode 31260347: patient 2: 0.00 mmol/l, 0.20mmol/l, 0.30mmol/l patient 3: 0.00mmol/l, 0.27mmol/l, 0.37mmol/l. The same samples were repeated on (B)(6) 2026 using the electrode lot 31255047: patient 2: 0.39mmol/l, 0.40mmol/l, 0.41mmol/l patient 3: 0.44mmol/l, 0.46mmol/l, 0.45mmol/l.

Manufacturer narrative:
The electrolyte analyzer w/o starterkit 9180 serial number was (B)(6). The customer determined the issue was resolved by the replacement of the electrode. The investigation is ongoing.